Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ 5ml syringe with needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: pharmacist detected a foreign body needles like dirt. The package was not opened, noted before any procedure.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-jul-2022 h6: investigation summary sample and photo received for investigation. Upon visual inspection, foreign matter can be observed on needle. It was observed that the fragments are plastic points. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the transport systems. H3 other text : see h10

Event description:
It was reported that the bd solomed¿ 5ml syringe with needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: pharmacist detected a foreign body needles like dirt. The package was not opened, noted before any procedure.